Manufacturer narrative:
Unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, faded serial number label, and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.